Event description:
It was reported that a kink and recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and a 24mm watchman laa closure device & delivery system (wds) were used. The was was positioned in the laa and the wds was advanced. The closure device was deployed in the laa of the patient but it was too proximal and needed to be fully recaptured. While trying to resheath the device it was noticed via angiography that the system was folding and unable to recapture the device. There was a visible kinking of the system. In order to take the wds out of the patient, the physician disengaged the was from the wds and pulled the device into the sheath. The was and wds were successfully taken out at the same time. In the 2nd attempt with a new 24mm wds and new was, the position of the deployed closure device was again too proximal and the physician was able to successfully recapture without any issue. The same device was prepared and flushed and inserted again into the was. However, while advancing it an air bubble was seen on fluoroscopy. The was was taken out of the body and reflushed in order to remove the air bubble. While advancing the wds for the second time, it could not fully advance in the was. The procedure was not completed and there were no patient complications. The patient was stable.

Event description:
It was reported that a kink and recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and a 24mm watchman laa closure device & delivery system (wds) were used. The was positioned in the laa and the wds was advanced. The closure device was deployed in the laa of the patient but it was too proximal and needed to be fully recaptured. While trying to resheath the device it was noticed via angiography that the system was folding and unable to recapture the device. There was a visible kinking of the system. In order to take the wds out of the patient, the physician disengaged the was from the wds and pulled the device into the sheath. The was and wds were successfully taken out at the same time. In the 2nd attempt with a new 24mm wds and new was, the position of the deployed closure device was again too proximal and the physician was able to successfully recapture without any issue. The same device was prepared and flushed and inserted again into the was. However, while advancing it an air bubble was seen on fluoroscopy. The was taken out of the body and reflushed in order to remove the air bubble. While advancing the wds for the second time, it could not fully advance in the was. The procedure was not completed and there were no patient complications. The patient was stable.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a watchman delivery system inside the sheath of a watchman truseal access system. The devices were bloody. The devices could not be separated. The tip, sheath, hub/valve were microscopically and visually inspected. Inspection revealed the wds was protruding out from the hub of the was for 55cm, there was tip damage (misshapen), and there was sheath damage (buckling/kinks) located 4-5 cm from the tip of the device. The reported kink was confirmed.